Event description:
I was using the fasciablaster, a device created and sold by ashley black, used for cellulite and pain. The device did not come with a manual, but she has videos online on how to use, where to use, how hard to go, how deep to go, etc. I was using it on my love handle area, when I began to feel nauseous. After laying down, I began to feel pain in my side which continued to get worse. It got so bad that I began to sweat and feel clammy. Thinking maybe I had appendicitis, I went to the emergency rom at (B)(6), only to be told, after many tests that included an ultra sound and cat scan, that I had a lacerated kidney. My body was going into septic shock from urine spilling out of the kidney and ureter, and I needed emergency surgery. I was admitted to the hospital and underwent the procedure, which resulted in three months of being unable to do my normal activities. When I tried to warn other women using the product, via her (B)(4) forum, she deleted my comments and banned me from the site. I have since found out that numerous women were hurt by this product, ranging from blood clots to severe weigth gain, and the list goes on.